Event description:
It was reported that during an endoscopic sigmares procedure, the instrument didn`t staple, it was blocked, we don`t know the reason, we cannot recognize the problem. The patient is fine, the surgeon succeeded with same like product. The patient is definitely fine and has no consequences to fear.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.